Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿the cartridge is replaced every 48¿72 hours.¿

Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, the customer reported that the cartridge had been used beyond labeling. Customer's blood glucose level was 400 mg/dl. During troubleshooting with tandem technical support, the customer corrected the settings and resumed insulin therapy.